Event description:
Per the clinic, the patient developed an infection and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient experienced wound breakdown leading to the exposure of the implant. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.